Event description:
It was reported that the asymptomatic patient presented to the hospital due to increased thresholds and impedance. Externalized conductors were observed via fluoroscopy. Low voltage impedance and variation in capture threshold were noted. The lead was capped.

Manufacturer narrative:
No medwatch form was received.